Event description:
It was reported that the display for rapid atrial pacing is missing segments, and the display is not readable. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report that the display was missing segments, the connection was not sealed. It was also noted that the battery drawer end cap was dented.